Event description:
(B)(4). I felt very faint and very tired. I had a severe headache and I was in pain all over my body. I felt weak and numb.

Event description:
(B)(4). I have since developed an addison's disease, autoimmune disease which I was diagnosed with (B)(6) of 2014. I have been hospitalized with addison's crises or addison's related illness 3 times in the last year. I have had many other side effects since essure, including but not limited to the following: abnormal menstruation (I bleed mostly black blood which I have never had before), severe pelvic pain, painful intercourse, decreased libido, numbness and tingling of hands, feet and head, night sweats (soaking in sweat), sexual dysfunction, leg pain and cramping, severe bloating (I look like I'm pregnant all the time), depression, dizziness, fainting and black outs, fatty liver, sleep apnea, blurred vision, hair loss, weight gain, brain shocks, brain fog, forgetfulness, cysts. Body aches and pain.